Event description:
It was reported that the plunger holder is not functioning, alarming. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on right plunger case. During the power up process, the reported problem was duplicated. Check syringe plunger sensor was found at power up. The root cause of the reported issue was found to be the down pin loose from plunger head. Replaced plunger head mound and down pin. Performed power up process and all functional testing which passed.